Manufacturer narrative:
Argus case ID: u(B)(4).

Event description:
Swallowed some of the biotene [accidental device ingestion]. She is having a hard time breathing right now. [Difficulty breathing]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received glycerin (biotene dry mouth oral rinse) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene dry mouth oral rinse. In 2022, an unknown time after starting biotene dry mouth oral rinse, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On (B)(6) 2022, the patient experienced difficulty breathing. The action taken with biotene dry mouth oral rinse was unknown. On an unknown date, the outcome of the accidental device ingestion and difficulty breathing were unknown. It was unknown if the reporter considered the accidental device ingestion and difficulty breathing to be related to biotene dry mouth oral rinse. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details : adverse event information was received from a consumer via call center representative (phone) on 31oct2022. The consumer stated that "my wife swallowed some of the biotene dry mouth oral rinse and she is having a hard time breathing right now".